Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the over infusing was not confirmed during laboratory testing or a review of the device logs. ¿ the syringe detection testing in the ¿as-received condition¿ found the syringe was correctly detected and its volume correctly read. No errors or issues were observed during the test. ¿ rate accuracy test results measured showed that the device delivered fluid within specification. No errors or issues were observed during the test. ¿ a review of all recorded usage on the day of the incident showed that there was no infusion found recorded with a duration at 60 minutes. ¿ the syringe module event log showed that the last programmed infusion was on (B)(6) 2024 at 6:53 pm when the unit was selected, an infusion was programmed for a rate of 90 ml/h and a volume to be infused (vtbi) of 9.0249 ml (6 minutes approximately). The profile and drug in use was not identified as it resides on the pcu. ¿ at 6:59 pm the syringe module finished the programmed infusion. Primary volume infused (pvi) is unknown. ¿ at 7:00 pm the user channeled off the unit. ¿ internal and external inspection of the syringe module found no irregularities. ¿ per the alaris system v9.33 user manual: ¿ syringe size and running force, variations of back pressure, or any combination of these can affect rate accuracy. Factors that can influence back pressure are: administration set configuration, IV solution viscosity, and IV solution temperature. Back pressure can also be affected by type of catheter. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: ¿ suspect syringe module s/n: (B)(6) (w/o: (B)(4)). The device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the device over infusing could not be determined, laboratory testing and a review of the device logs showed that it delivered fluid within specification and no fault was found. Note that imdrf annex a1801, a0401, c0601, c07, d01, d15 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infusion pump was programmed and intended to run over 60 minutes, but the infusion ran over 59 minutes instead. There was patient involvement but no harm.

Event description:
It was reported that the infusion pump was programmed and intended to run over 60 minutes, but the infusion ran over 59 minutes instead. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.